Event description:
Healthcare professional reported a left- side implant exchange with no complaint against the device. Healthcare professional later reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (B)(6) fluid leak / blood leak). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that the event of delfation did not occur.